Event description:
It was reported that during the patient's revision procedure due to high impedance, the physician was not able to place a new lead due to the patient's scar tissue. The procedure was abandoned and the patient will undergo a paddle lead implant, however nothing is scheduled.